Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor generated an "arterial module f101 failure" error code. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.